Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported a failure to deliver the impella cp device due to the patient's anatomy. Insertion was aborted and an intra aortic balloon pump (iabp) was utilized for support. No patient harm or injury noted.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿